Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient was ¿sitting down'', if they moved any way, the stimulation would go way up and the patient felt a ¿rush of vibration¿. The patient stated that this issue occurred ¿all of the time¿. The patient inquired about what they could do with that issue. Adaptive stimulation was reviewed with the patient and that different positions could be adjusted. The patient got into the upright position and noted that they saw the numbers ¿1.0¿ and ¿1.8¿ when they checked their position. The patient noted that they tried to increase it and then they saw the ¿settings not available¿ screen. This screen was reviewed with the patient and patient services offered to notify a rep for them. The patient was encouraged to try to charge their device in the meantime. The patient indicated that the ¿settings not available¿ message on their controller had been occurring since (B)(6) 2019. The patient indicated that they had tried calling a rep regarding their issue today and had to leave a voicemail. It was reviewed that they could consider reducing the intensity down to zero on the active group and then increase the intensity or to consider changing groups if medically appropriate. The patient noted that they were on group b with 2 programs available, but tried group a (one program available). While on the call the patient noted that they were on 3.8 and decreased stimulation down to 1.2 because they didn't¿ want to ¿buzz like a vibrator¿. The patient indicated that at 1.2 they received the coverage from the ins that they were looking for. The patient then proceeded to state that their healthcare provider (hcp) told them they were a perfect candidate for the ins and that the ins had advantages with their ¿particular incurable ailment¿. The patient stated that they just wanted to bring it down from a 10 to a 7 (patient services thinks the patient meant their pain level) and noted that they had several epidurals over the years. The patient stated that they only care about the ins taking the edge off and wanted to be comfortable. The patient switched to group a at 1.2 and indicated that they had coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s stimulation going way up (rush of vibration) when they sat was reported to be caused by positional changes. Actions taken to resolve this issue was the rep met with the patient and reprogrammed their adaptive stimulation on (B)(6). It was indicated that the issue was resolved. The cause of the ¿settings not available¿ message was unknown. Actions taken to resolve this message was they took the battery out of the controller and put it back in and it was reported that the message was resolved. The patient¿s weight at the time of the report was not available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.